Event description:
On (B)(6) 2019, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2019, at an unspecified time and had also been getting inaccurate high and low readings over this time period. The reporter stated that the patient obtained results of 281 and 164mg/dl on the subject device, performed more than 20 minutes apart. The patient manages his diabetes with insulin (non-adjuster), ¿28 units every evening and morning.¿ the reporter denied that the patient made any change to his usual diabetes routine in response to the alleged product issue. The reporter stated that on an unspecified time after the alleged issue began the patient developed symptoms of ¿blurry/cloudy vision, nausea and exhaustion¿. The reporter stated that on (B)(6) 2019, at an unspecified time they went to the hospital and he was treated by an hcp with food and/or drink ¿the doctor gave him sugar¿. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. The results were taken from the same approved sample site. The patient was walked through a control solution test and obtained the result of 122mg/dl on the subject meter which fell within the acceptable range on the test vial and therefore there was no malfunction of the subject device. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged product issue occurred. There is insufficient information to rule out the contribution of the subject meter to the event.